Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(4), batch: (B)(4). Product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that during an ipg replacement procedure one of the patients leads had a lot of impedances. The patients leads were replaced and that the patient was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned.